Event description:
It was reported that, legal received the following new claim: patient who presented with severe metallosis after failed hip resurfacing on left with very high cobalt and chromium levels. Decision was made to proceed with left hip revision arthroplasty. No issues reported so far for the right hip. Patient outcome - revision due to metallosis.

Manufacturer narrative:
Concomitant medical product: zimmer mmc, cup, uncemented, 52 mm/44 mm, code j: catalog#: 01.00634.052; lot#: unknown. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer switzerland legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Surgical report received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00226.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. These devices are used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.